Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to be in storage mode. Upon interrogation, the device shows it reverted to storage mode only three months after implantation. Monitoring voltage was at 2.11 volts which was at end-of-life (eol). During the last interrogation three months ago, the device was at beginning-of-life. The patient has not had an MRI or radiation therapy. He does not remember being in contact with magnets. No beeping tones were heard when the device reached elective replacement indicator (eri).